Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11406r09, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that a pump alarm was heard but not yet confirmed by telemetry. The patient heard a single tone alarm from the pump the day prior to the report and the day of the report. The patient's next refill day was the day following the report. There were no patient symptoms; the patient confirmed she was feeling okay. The device system delivered baclofen. It was later reported that the patient had missed the refill date and the low reservoir alarm occurred. There were no patient issues. The pump was refilled on (B)(6) 2013. Additional information has been requested but was not available at the time of this report.